Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the calibration was offset, however, analysis was unable to confirm that the display screen froze. It was noted that the upper and lower bullets were worn, the right and left keyboard sliding rails were broken, the cover logo button was missing, and error codes were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen froze and the calibration was offset. The programmer was returned for service. No patient complications have been reported as a result of this event.